Event description:
It was reported that pump experienced malfunction alarm with code malf 0 and no notable events occurred prior to issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was assisted with resetting pump, did not experience repeat malfunction after reset, was advised to continue using pump and to call back if malfunction recurred, and confirmed understanding of instructions.